Event description:
IV set was started, 3 days later patient complained of fluid leaking from IV tubing set. Upon inspection, nurse discovered that the middle of three injection ports in the tubing set was leaking. The silicone diaphragm of this port was collapsed and withdrawn further into the port, allowing fluid to leak around it.the nurse replaced the tubing set. No further complications.